Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify the motor position encoder error alarm in the alarm history screen or perform the displacement, basic occlusion, occlusion, prime, excessive no delivery, self test, off no power or unexpected restart error tests due to the motor error alarm. All operating currents were within specification. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was with his father when the pump alarmed motor position encoder error. The customer was not doing anything when the alarm occurred. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer had an MRI in the morning and did not remove the pump but was adjacent in the room. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.